Event description:
It was reported the patient could feel the device experience a power on reset (por). The por was cleared and the device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned to the manufacturer. Analysis of device memory indicated power-on reset parameters were present, product ID: 330-801, competitor pacing lead implanted: (B)(6) 2006. (B)(4).